Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously low hemoglobin (hgb) result on a single patient specimen that was generated by the coulter act diff 2 analyzer. Erroneous results were reported out of the laboratory and the patient was sent to the ER and redrawn and a complete blood count (cbc) was performed that recovered a normal hgb value. These results were not provided by the customer. The customer reran the original specimen twice and recovered normal hgb results (14.0 g/dl and 14.1 g/dl), which were similar to the ER hgb results. The customer indicated that no other patients displayed hgb errors that day. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The patient specimen was collected and sampled within 30 minutes of collection. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before this incident and recovered within assay range. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse could not find a specific problem but did set the hgb voltage and aim to specification. The fse also replaced the waste filter and pinch valve tubing and the aspirate tube. The fse verified instrument operation.